Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2010, plaintiff" was "implanted with the ams monarc sling" to treat "vaginal vault prolapse, stress urinary incontinence, pelvic organ prolapse, cystocele and/or rectocele." The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries, including, but lot limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia," other injuries, and "severe mental and physical pain and suffering disability." The plaintiff's attorney also alleges that the plaintiff experienced "significant mental and physical pain and suffering, has required and/or will require add'l surgeries and medical treatments and has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.